Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Approximately one year ago, the battery voltage remaining was at 30% and during the most recent device check, the battery percentage decreased to 7%. Additionally, review of vector signals revealed that when programmed in alternate vector, the amplitude was small with some undersensing and occasional noise markers, but no noise observed on the electrogram. Device replacement was recommended. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Approximately one year ago, the battery voltage remaining was at 30% and during the most recent device check, the battery percentage decreased to 7%. Additionally, review of vector signals revealed that when programmed in alternate vector, the amplitude was small with some undersensing and occasional noise markers, but no noise observed on the electrogram. Device replacement was recommended. At this time, the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Approximately one year ago, the battery voltage remaining was at 30% and during the most recent device check, the battery percentage decreased to 7%. Additionally, review of vector signals revealed that when programmed in alternate vector, the amplitude was small with some undersensing and occasional noise markers, but no noise observed on the electrogram. Device replacement was recommended. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that this device has been explanted and returned for analysis. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.